Event description:
Customer reported two (2) elevated patient results obtained using a new test kit. The test kit was opened on monday, (B)(6) 2026. Control test results were reported by the customer as within range; however, the control results were not available for review. Custumer reported a patient sample which had previously tested "high" on leadcare ii analyzer (s/n (B)(6)) produced a blood lead level (bll) result of 62.1 ug/dl when retested using the same test kit lot on their second leadcare ii analyzer (s/n (B)(6)). A venous blood specimen was subsequently collected from the patient and sent to a laboratory for confirmatory testing. At the time of the customer call, confirmatory test results were not available. Technical services (ts) requested that the customer provide the confirmatory results once available. As part of troubleshooting, ts confirmed that the customer's patient sample collection methods were appropriate and in accordance with the manufacturer's instructions for use. Technical services provided the customer with a replacement test kit. On 1/12/26 customer confirmed receipt of replacement kit. Controls passed. Customer would monitor testing.1/21/26 customer reported that testing is going well.

Manufacturer narrative:
The customer reported elevated blood lead test results for two (2) patients. Upon retesting using the same test kit lot on a different lc ii analyzer (s/n: (B)(6)), elevated results were again observed. This MDR documents one (1) patient result out of a total of four (4) reported results. Separate mdrs are submitted for each of the patient results. The associated report numbers will be cross-referenced in the respective FDA form 3500a submissions to ensure traceability.